Event description:
It was reported that the user contacted support for a high blood glucose reading while using the ilet; the device displayed an insulin occlusion alert, which the user cleared, then performed a tubing priming check off-body with visible drops, and insulin delivery was resumed without abnormalities, consistent with a reported lack of effect and an unclear device component due to insufficient information. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported lack of effect and insufficient information regarding a specific component fault. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.